Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 67 mg/dl at the time of the incident. The customer was at 32 mg/dl at the time of admission. The customer used food and was given intravenous fluids to treat. The caller was unsure if the customer was wearing the insulin pump during the incident. The customer had their pump settings adjusted by their endocrinologist and they are a fragile diabetic. Troubleshooting was not completed as the caller declined. The customer also had sensor adherence issues. The insulin pump will not be returned for analysis.